Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was showing dark spots on the display when he was trying to test his blood glucose. The medical surveillance specialist (mss) was unable to reach the patient for follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4:30pm, the patient alleged feeling "nausea, twitching, muscle cramps, dehydration, constant urination" prior to the issue beginning. The patient claimed he was unable to test on his meter due to the alleged issue. The patient reported using insulin pump therapy (type unknown) to manage his diabetes. It is unknown if the patient made any changes to his usual diabetes routine including diet, activity level, or change in medications due to the alleged issue. The patient claimed on (B)(6) 2012 at 4:30pm, a home health nurse gave him something to eat or drink. In addition, on (B)(6) 2012 at 5:45pm, the home health nurse reportedly tested the patient's blood glucose on her device and obtained a reading of "311 mg/dl." It is unknown if the home health nurse attempted to test the patient's blood sugar prior to administering food. It is unknown if the patient received any treatment to response to the high blood glucose reading. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, the product did not cause or contribute to an adverse event. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the subject meter did not contribute to the patient's serious symptoms. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.